Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin intraperitoneally (2 milligrams weekly) for the event. At the time of this report, the patient was recovered from the peritonitis and had been retrained on aseptic technique. Pd therapy was reported to be ongoing. Additional information was requested but is not available.